Manufacturer narrative:
Full PMA number: p850022/s017. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event, reference report 0002242816-2017-00037.

Event description:
The patient reported developing an itchy red rash when she used the lt4500 and 63b electrodes. She spoke with her physician who prescribed betamethasone dipropionate. The patient also advised she has been using medical tape instead of the cover patches as she needed something hypoallergenic. She states she does not have sensitive skin. She stated the 72r electrodes work the best for her.